Event description:
Additional information was received from the patient and their family member/friend, reporting that the patient¿s ins was no longer holding charge. The patient stated that it would charge for a half hour and then die. The patient indicated that they had not recently been reprogrammed or switched to a new group. The patient stated that they charged their device until they saw the ¿round thing¿, but stated that they had never seen ¿water droplets, or the device sweating (100% charged) screen. The patient indicated that they have had stumbled, but they also stated that they didn¿t think they had any bad enough to affect their device. Patient services redirected the patient to follow-up with their healthcare provider (hcp) to have their implant checked. It was reported that the patient loses stimulation when their stimulation shuts off. It was reported that the issue began probably a month ago in jan 2019. Additionally, the patient mentioned that when they would put the recharger on and it would say it was fully charged within a half hour. The device would charge fully and then would kick off/turn off (so patient has to turn ins back on) after a half hour of recharging. The patient confirmed that they lose stimulation when the device turns off. The caller stated that the charging level was erratic and the readings would change depending on when they look at it. The patient stated that they used to charge every three days. The patient mentioned that they had met with a manufacturer representative (rep) who did something to their battery and it didn¿t last. The patient stated that they had to push two buttons. The patient initially stated this was several months ago and later confirmed that it was likely in 2017 (confirmed they were referencing their previous overdischarge event reported). No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Patient code (B)(4) no longer applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the ins was in overdischarge because the patient had not recharged the ins. It was noted that there was nothing wrong with the device(s). The rep met with the patient to reset the battery, which resolved the overdischarge. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient stimulator is not working anymore and will not charge. The caller stated the patient's device is not working. Caller stated they do not know when this device was last charged. It was reviewed that the device was potentially overdischarged and redirected to healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.